Event description:
On (B)(6) 2016, a cardiac cath was attempted to be performed by physician via the right radial artery. Initial vision stent was unable to be advanced in coronary; became mangled and unable to be drawn back in to guide catheter. When trying to remove from body, stent came off of stent balloon system. Multiple, varied attempts to remove but unsuccessful. Stent crushed to side wall or radial artery. Patient remained without pain in arm during and after cath. Vascular surgery was consulted. Notes states that at this time the radial artery appears to be patent. Abbott multi-link vision stent delivery system size: 3.0 x 28mm ref # 1067848-28 lot# 6032241, exp date: 02/28/2019.